Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and the reverse locking mechanism was blocked. Therefore, the reported condition that the device would not work in reverse was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from brazil that during service and evaluation, it was determined that the reverse locking mechanism on the compact air drive device was blocked and the device would not run in reverse, the device had a sticky trigger, moving parts of the device were not moving smoothly, and the device would not run. It was further determined that the device failed pretest for check the power with the test bench, check the function of the device, check for sticky trigger, check the free movement of the soft mode switch, and check the reverse locking mechanism with the oscillating saw attachment. It was noted in the service order that the reverse froze. It was noted that the handpiece was designed to run in reverse but did not reverse when set in reverse and engaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.